Event description:
Radiofrequency procedure involving the bilateral lumbar facets l3-s1 was done under anesthesia. With the first lesion attempt, there was no elevation on the temperature gauge that notified user that lesion was taking place. A new kit was opened, and a new thermocoupler wire was changed to the rf generator using the same thermocoupler introducer and there was still no temperature change. User then changed the thermocoupler introducer and lesioning was then immediate, letting user know that the old thermocoupler removed was defective. This thermocoupler came from the electrode kit. The size of the thermocouple used out of this kit was smk-c10. It has not been noted by dr that since teh recall on the needles, there has been a lot resistance in the thermocoupler wire entering the rf smk needles when it is time to stimulate or lesion. There have been times that these non-disposable needles would not accept the thermocoupler and the entire needle would have to be changed. This resistance was never a problem with the disposable needles.